Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system presented for a routine device follow-up. The device pocket was open and the device was exposed. An infection was suspected; however, blood cultures were negative. The patient was hospitalized and the system was explanted. Ten days later, a new pacemaker was implanted without complications. No additional adverse patient effects were reported.